Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was used for a surgical task and did not apply the clips. Use of the instrument was discontinued, and it was replaced with a backup. The user completed the procedure using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to fail the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Additional observation not reported by site: the instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.025¿ offset at the tips.the grips do not show cracking damage. Components adjacent to this bent grip do not show damage.the complaint was confirmed by failure analysis.